Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that the tissue pad in the grasping section was worn away and a part of the tissue pad was peeled away. There was a mark in the non-insulated area of the grasping section, which came in contact with the probe and was abraded against it. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the thunderbeat device exhibited peeling of the tissue pad. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: d4, d10, g2, g3. The device was returned to olympus for inspection, and based on the results of the investigation, it is likely that the peeling of the tissue pad was due to the grasping section being closed without grasping anything while the output in seal & cut mode was activated; this includes after tissue resection, causing the tissue pad to wear and partially peel. The non-insulated area of the grasping section and the probe came into contact due to wear of the tissue pad. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.